Event description:
New information notes that the ra lead noise was noted remotely.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right atrial (ra) lead exhibited noise. The lead was explanted and replaced on (B)(6) 2021. The patient was stable.